Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corner, and a broken reservoir tube lip. The reservoir was unable to lock into place due to the reservoir tube lip being completely broken off. The reservoir tube seal was missing.

Event description:
The customer reported via telephone call that the insulin pump bas broken in a way that let the reservoir fall out. She did not recall the blood glucose reading. She was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.